Event description:
A home patient (hp) contacted baxter's technicial service center (tsc) to report shoulder pain experienced during their automated peritoneal dialysis therapy utilizing the homechoice machine. Reportedly, the hp had been experiencing a sharp pain in their abdomen that would last 3 to 4 minutes and then would migrate to their shoulder at the end of their dwell cycle. The hp has not expeirenced this same issue while dialyzing with their twin bags. The hp has been using the homechoice machine and started experiencing these symptoms approximately 2 months ago. An x-ray was performed however, the results are unknown at this time.